Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that the implant is circulated to the table, it is handed over to the surgeon, he positions it in the meniscus to be sutured, he presses the red lever for the first suture point, and this does not pass, the lever remains loose for this reason, it is indicated to dr. Take it out to check but this no longer works since the red lever remains without pressure (released), the point without leaving the implant. The device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The sleeve was cut to see the internal condition; as a result, the implants and suture were received along with the needle, they were not deployed. When test its functionality, it was also observed that the trigger was loose, in that there was no tension on the handle from the spring. Therefore, the gun was opened, and it was found that the initial part of the trigger was broken and disconnected from the firing spring, it indicates that the internal mechanism of the handle was not working. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the condition of trigger, this complaint can be confirmed. This type of issue was previously reviewed with the manufacturer, based on the information, the process of the truespan have two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), this test guaranties the applier has been properly assembled and is functional. This information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. The possible root cause for the reported failure could be related when feel a resistance and excessive force could have caused stress on the handle thus causing the handle mechanism to break. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that the implant is circulated to the table, it is handed over to the surgeon, he positions it in the meniscus to be sutured, he presses the red lever for the first suture point, and this does not pass, the lever remains loose for this reason, it is indicated to dr. Take it out to check but this no longer works since the red lever remains without pressure (released), the point without leaving the implant. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos and video were provided. Upon visual inspection of the photos, it appeared that the implants and suture were not deployed. Also, the video showed that the trigger was loose, in that there was no tension on the handle. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Hands on analysis should observe the condition of the internal mechanism of the gun and provide the evidence necessary to determine a specific root cause. Based on the condition of trigger, this complaint can be confirmed. This type of issue was reviewed before with the manufacturer, based on the information, the process of the truespan have two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), this test guaranties the applier has been properly assembled and is functional. This information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. The possible root cause for the reported failure could be related when feel a resistance and excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, given the evidence we cannot discern a definitive root cause for the reported failure. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the red lever on the truespan 24 degree peek device had no pressure to deploy the implant. During in-house engineering evaluation of the photo provided by the customer, it was determined that the implant and suture were not deployed that the trigger was loose and that there was no tension on the handle. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.